Event description:
Same case as 6000093-2007-02149, 6000089-2007-01548, 6000093-2007-02148 and 6000089-2007-01546. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician implanted 5 taxus express2 drug eluting stents to the 70-90% stenosed lesion located in the heavily calcified, moderately tortuous left anterior descending (lad) artery and experienced significant challenges removing the balloon after each implantation. The lesion was pre-dilated with a 2.5x15mm balloon, unk type. A 2.5x12mm taxus stent was then placed in the distal lad. Due to difficulty crossing the calcification and tortuousity, multiple balloon inflations were performed with a 2.75mm maverick balloon. A 2.75x12mm taxus stent was then placed in the mid lad and then a 2.5x16mm stent proximal to that. Due to the calcification there was a gap with a small dissection in the middle of it. A 2.75x8mm taxus stent was then placed to slightly overlap the 2 previously placed stents. A 3.0x20mm taxus stent was then placed in the proximal lad just proximal to the other stents. Timi iii flow was achieved and the pt status post procedure is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.